Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, when pneumo tubing was connected to the port, the top seal assembly continuously became dislodged and would not stay shut. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.